Event description:
On (B)(6) 2022, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection and was prescribed augmentin 875 mgs 3 times per day for 7 days. It was reported that the patient's stoma site improved following antibiotic therapy. On an unknown date, the patient's stoma site became infected again and the patient was prescribed ciprofloxacin for 10 days. It was reported that the patient's stoma site improved a bit however became infected again. On an unknown date, the patient was treated with an unknown IV antibiotic for 7 days. It was reported that the patient underwent a stoma site swab with unknown results and an unspecified blood test. No further information was provided.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.